Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("essure removal by hysterectomy") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of varicose veins of lower extremities (right, 15 years ago) in 2008 and fractured nose (operated) and haemorrhoids. In 2010, the patient had essure inserted. In 2021, she experienced amenorrhoea ("complete amenorrhea two years ago") and hot flush ("hot flashes"). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (esssure removal by hysterectomy). No causality assessment was received for essure with regard to medical device removal, amenorrhoea or hot flush. The reporter commented: essure removal at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.079 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: quality safety evaluation of ptc. 22-feb-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("essure removal by hysterectomy") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of varicose veins of lower extremities (right, 15 years ago) in 2008 and fractured nose (operated) and haemorrhoids. In 2010, the patient had essure inserted. In 2021 she experienced amenorrhoea ("complete amenorrhea two years ago") and hot flush ("hot flashes"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (esssure removal by hysterectomy). No causality assessment was received for essure with regard to medical device removal, amenorrhoea or hot flush. The reporter commented: essure removal at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.079 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.